Event description:
This resident is severely contracted and immobile. Staff found resident on floor beside her bed. Resident was sent to hosp for eval and found to have a fx of the distal femur. Resident admitted to hosp for repair of fracture. Upon investigation of the fall, it was determined that the resident had slid off the medastat air loss mattress due to uneven distribution of air pressure and slippery cover. Medastat representative came in to facility, investigation equipment, finding that the pump was defective on this medastat bed. The medastat rep checked all the other medastat beds in the facility and those were working properly. The medastat rep and his associate provided an inservice to the facility staff. The defective equipment -mattress & pump- was sequestered and is available at facility for eval.